Event description:
Dealer reports that the unit is backing up with water, this is 2nd time this issue has occurred on this unit, (B)(4). States unit will shut down, and flowmeter will not move, dealer spoke with al in tech. (B)(6) states shutting down and flowmeter not moving is normal if the water is backing up. Not sure what is causing the water to back up, (B)(6) request that humidifier bottle be sent in with the unit. Dealer requesting a replacement unit, advised this one needs to be sent in for repair at this time.